Event description:
The customer tested her blood glucose using 2 different contour meters. One contour read 366 mg/dl, while the other read 137 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The customer used the last of the suspect test strips, so no product will be returned for evaluation.